Event description:
A pt fell while attempting to get out of bed unassisted by staff; they suffered a minor fracture to their arm.

Manufacturer narrative:
This report is the MFR submission based on the arjohuntleigh importer submission (B)(4). The info supplied suggests that the incident occurred as a result of user interface with the system and not because of a malfunction with the system. The system was assessed by arjohuntleigh staff and was deemed to operative as per the intended design.